Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the body of the lens had scratch approximately 1-2mm from the edge. The lens was implanted into the patient's eye and the surgeon did not remove the implanted lens.